Event description:
Health professional reported a lap-band device "leak at the band." The pt reported "no restriction." Multiple fill appointments were performed and the physician noted there was less fluid in the device than the notes indicated. The band portion of the lap-band device was explanted and replaced and the original port remains implanted.

Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted and returned with the band. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the band portion of the device however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."